Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was feeling pain in non-target area. It was also reported that the patient's implantable pulse generator (ipg) had move causing discomfort. The patient underwent a procedure wherein the ipg was repositioned and the patient was doing well postoperatively.